Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead had no capture at max output and that the rv pacing impedance has been increasing over the last couple of months. The rv lead was programmed off as the physician has decided not to do a lead revision at this time because the patient is being treated for other medical issues. No patient complications have been reported as a result of this event.